Event description:
An explanted lead and generator were received that had been inadvertently returned to a different medical device company. The reason for explant was not provided. An internet search of the patient associated with the returned products found that the patient had previously passed away on (B)(6) 2010. Review of the programming history available to the manufacturer found the last known diagnostics were taken on (B)(6) 2009. Attempts for additional information have been unsuccessful to date. Analysis of the returned generator found it performed to specifications and no anomalies were found. Analysis of the returned lead is still in progress.

Event description:
Analysis of the lead has been completed. Most of the lead was not returned for analysis. No anomalies were observed in the returned portion of the lead. Follow-up with the physician's office found that the patient's death is not believed to be related to vns. The site could not indicate a specific cause however they indicated it was "natural causes." The patient was noted as having a history of stroke and cerebrovascular accidents (cva). No issues were believed to be present with the vns at the time of the patient's death however last known diagnostics were not indicated.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was cardiac arrest, unspecified, with respiratory failure, unspecified, and other lack of expected normal physiological development a sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of unlikely sudep. There is no allegation or other information indicating that the death is related to vns.